Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended charging the primary battery. The customer reported to have charged the primary battery and the condition was resolved. The customer reported was unable to duplicate the alleged issue. Covidien was not authorized to repair the device.

Event description:
It was reported that, a 980 ventilator generated a loss of communication diagnostic message. The ventilator was not in use on a patient at the time the event occurred.